Manufacturer narrative:
H.6. Investigation: multiple photo samples were provided to our quality team for investigation. A device history review was performed and found no non-conformances associated with this issue during the production of this batch. The final product for lot ta10540 is assembled and packaged at a supplier site. We provided the photo to the supplier for evaluation and they were able to verify the shape of the drip chamber is conical, as per new c50 product updates. While no functional issues with the device were reported, it is important to note that the c50 is not designed for use with pumps. Based on the available information we are not able to identify any root cause related to the manufacturing process. Taking into account the complaints trend history (not related complaints) and the kind of the reported issue (not related with the manufacturing process), the most probable root cause seems that the differences between the new c50 (manufactured in almaraz) and the previous c50 have not been clearly explained to the customers. It may be remarked that c50 is not designed to use with pumps.

Event description:
It was reported that an unspecified number of infusion set c50 experienced difficulty operating. The following information was provided by the initial reporter: when attaching the clamp of the pump to the chamber and due to the new shape of the chamber is conical is causing issues. The new shape has larger diameter from the upper part so the clamp slides and causes the stop of the pump. The nurse has to reattach again and again causing the treatment to be interrupted every time it happens.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of infusion set c50 experienced difficulty operating. The following information was provided by the initial reporter: when attaching the clamp of the pump to the chamber and due to the new shape of the chamber is conical is causing issues. The new shape has larger diameter from the upper part so the clamp slides and causes the stop of the pump. The nurse has to reattach again and again causing the treatment to be interrupted every time it happens.